Manufacturer narrative:
(B)(4) evaluation process: unit received in standard shipping container. Unit received in fair condition with minor surface imperfections. Power cord received with unit. No user manual nor power cord were received. Internal visual inspection found nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. Unit tested with both socketed monopolar handpiece and plasmablade 4.0 handpiece. Plasmablade 4.0 handpiece was also tested with saline bath media. Generator functioned normally in all instances of both coag and cut operation. Could not replicate interference problem. Root cause: despite extensive, varied testing, the service department as unable to replicate the described complaint with coag energy being delivered after button released. Since this is the second time that the unit has been returned with this (unconfirmed) complaint, it is recommended that this unit be removed from service. The real-time clock battery died due to age. The pulsar is an electro surgery device and, as such, is considered an intentional radiator of rf energy when keyed (via foot pedal or handpiece button activation.) All equipment in the or should be designed to withstand the emi interference generated by the pulsar rf generator (per iec 60601 requirements). The pulsar rf generator is functioning as designed. (B)(4).

Event description:
When the coag activation button of the device was released, the coag feature on the generator screen displayed as though the system was still active in coag mode. It is not known if the system was still delivering rf energy after handpiece button was release or if rf energy was still being delivered upon handpiece activation button release.

Event description:
When the coag activation button of the device was released, the coag feature on the generator screen displayed as though the system was still active in coag mode. It is not known if the system was still delivering rf energy after handpiece button was release or if rf energy was still being delivered upon handpiece activation button release.

Manufacturer narrative:
Product event: (B)(4). Method, conclusions: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.